Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "octreotide group fluid replacement was started at 10:20 on (B)(6) 2025, maintained by infusion syringe pump at 2ml/h for 24h and ended 4 hours earlier the following day."